Manufacturer narrative:
Device evaluation: it was confirmed that the reported za9003 lens will not be returned. However, the debris/particles in question was received and sent to evans analytical group (eag) laboratories for analysis. The particle was analyzed by ftir (fourier transform infrared), spectroscopy results revealed the stringlike foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The serial numbers was not provided. Therefore the manufacturing record review could not be performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model za9003 intraocular lens was implanted using an emeraldc30 on (B)(6) 2015. On (B)(6) 2016, a superficial punctate keratitis (spk) was observed and a white string-like substance was found inside the eye behind the cornea. The physician assumed it was some kind of cartridge debris. The physician prescribed mikelan ophthalmic solution for the glaucoma first and tapros ophthalmic solution was prescribed after. Additionally, tear balance (hyaluronic acid) was prescribed as a spk therapeutic medicine. On (B)(6) 2016, yag laser was conducted due to suspicion of an after cataract. After a bulla was observed, the physician removed a white string-like substance on (B)(6) 2016. No further information was provided.